Event description:
It was reported the patient presented with an implantable cardioverter defibrillator (ICD) that oversensed the noise of the patient's left ventricular assist device. Programming changes were implemented. The patient was in stable condition.